Manufacturer narrative:
(B)(4). Device evaluated by MFR. Returned product consisted of a jetstream xc atherectomy catheter. The device was visually examined for any shaft damage and also functionality of the device. Visual examination showed no damage or issues. Functional analysis was done by completing the aspiration testing of the device per the test procedure. Test result showed that the device did perform as designed per the test procedure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-12125. It was reported a loss of aspiration occurred. An angiojet solent omni catheter was selected for an angiogram in the right leg. The catheter primed, went into the patient, and after approximately 9 seconds in thrombectomy mode a "check saline error" message appeared. The device stopped and the pump itself was filling with saline so it did not work. A second angiojet solent omni catheter was selected for use; however after 12 seconds of priming, the device stopped. A 2.1mm jetstream xc atherectomy catheter was then selected. The catheter was primed, inserted into the patient and a couple of passes were made. The catheter then started to fail and did not aspirate properly. The case was completed with another of the same device. There were no patient complications reported and the patient's status is fine.